Event description:
It was reported by a customer call to the MFR's clinical service that the pt was hospitalized the previous evening with high blood sugars. Clinical service did explain to pt that the problem could be a site or set issue and attempted to troubleshoot and review the pump history with the pt. The pt responded that their md wants pt to have replacement pump. New pump shipped and original will be sent to the MFR for evaluation.